Manufacturer narrative:
(B)(4). The biomedical engineer evaluated their device, but was unable to duplicate the reported issue. It was observed that the battery in the device displayed 2 bars. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not power on during a patient event. As a result, defibrillation therapy would not be available if needed. The customer advised that prior to use, the device was beeping and the service indicator was illuminated. When they attempted to power the device on, the device would not respond. Another device was nearby and was used with minimal delay. The patient did survive. Physio-control contacted the customer in order to obtain additional information on the event and patient, however, the customer was unable to provide further details.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio did observe that foam pads inside the battery well of the device were improperly installed from a previous technical service update performed on the device. The foam pads were replaced, and then after observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not power on during a patient event. As a result, defibrillation therapy would not be available if needed. The customer advised that prior to use, the device was beeping and the service indicator was illuminated. When they attempted to power the device on, the device would not respond. Another device was nearby and was used with minimal delay. The patient did survive. Physio-control contacted the customer in order to obtain additional information on the event and patient, however, the customer was unable to provide further details.